Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250mg/dl while wearing the pod between 1 and 4 hours. The pod's adhesive reportedly separated from the infusion site (abdomen), causing the cannula to dislodge. It was also reported that the patient was bleeding and that the site hurts to the touch. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
Correction to d1 - brand name from omnipod 5 pod to omnipod dash insulin management system. Correctiond2a - common device name from alternate controller enabled insulin infusion pump to pump, infusion, insulin. Correction d2b - procode from qfg to lzg. Correction d4 - model # from pt-000435 to 18325. Correction d4 - catalog # from pod-ble-h1-520 to ble-p1-525. Correction d4 - primary UDI number from (B)(4).